Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left a clamp open on an unused supply line, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell three of five peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the patient left the clamp on an unused line open. The technical service representative (tsr) had the patient cycle the power on the device to clear the alarm and reviewed proper procedures per the user manual. The tsr assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.